Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code: hwc. Device is not expected to be returned for manufacturer review/investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a surgery took place for distal humeral fracture applying the reported plate and screw. During a procedure of inserting the screw to the plate, the surgeon had difficulty in torque. Therefore, he attempted to remove the screw by using a driver in anticlockwise so that he could undo his process, however, the screw idled. Eventually, the surgeon decided to cut a-5mm of head of screw which jutted out from surface of the plate and left the tip of screw remained in the patient. The surgery was extended for 20 minutes. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: DHR review could not be conducted due the insufficient information¿s. We could not confirm exactly how this complaint occurred, no further investigation possible as there was no material available/received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.